Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stating that (B)(6) 2019 and (B)(6) 2019 were the appointment days with the doctor. The patient because they had other health problems and was not sure whether it was the device. They reset it several times then had it checked. The patient called the company who set up an appointment to check it. In the process the patient was given more understanding about how and why it should work but that was after the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she is seeing the por (power on reset) message on the programmer and not sure what that means. Caller states the reason she is asking is "the device itself seems to be creating some soreness." Patient was advised to contact their doctor. No further complications were reported or are anticipated.